Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found no blood visible and there was contrast on the core and polymer coating, which is consistent with the guide wire being wiped off prior to shipment to abbott vascular for evaluation. The analysis confirmed the reported guide wire separation as the core and polymer coating had separated, 25 cm distal to the proximal end of the polymer coating. The separated portion was not returned. There were kinks in the core, 1.5 cm and 96.5 cm distal to the proximal end of the guide wire, which is consistent with product handling during the procedure, since there was no noted damage prior to use. Scanning electron microscope (sem) analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. For the wire to fail in this manner the wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. The noted polymer separation is likely the result of the guide wire separation. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. Any attempts to move the wire in a trapped state could have then caused the reported tip separation. It was reported that the separated portion of the guide wire was fully removed from the anatomy and the guide wire separated in an unspecified stent system. Although requested, there was no patient anatomical information provided, which could have contributed to the investigation. The whisper instructions for use (IFU) states do not: push, auger, withdraw or torque a guide wire that meets resistance. Torque a guide wire if the tip becomes entrapped within the vasculature. Allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. The reported guide wire separation, and the noted separated polymer and kinks in the core appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs a non destructive pull test on each wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that during a difficult procedure, the guiding catheter was removed from the anatomy and guide wire support was lost. After the guide wire was removed from the anatomy, a portion of the guide wire broke off in the unspecified stent system. The breakage occurred outside of the anatomy and no portion of the guide wire was in the anatomy when the breakage occurred. There was no adverse patient effect. Though requested, no additional information was provided.